Event description:
It was reported that, "ordered new 1806-1095, received, when opened we could not put the chuck on it (1806-1096). Looked at the handle & found that it was a 1806-1097 packaged as a 1806-1095."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.